Manufacturer narrative:
The biomedical engineer (bme) reported that they received a call around 2:30-3:00 pm on 03/27 that there is something wrong with the central nurse's station (cns) grid. They stated that it looks like the 5 beds were missing. They stated that they do not know how these beds disappear. No patient harm was reported. List of missing beds: pahedn05 pahedn06 pahedn08 pahedn09 pahedn10 nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following field(s) contains no information (ni), as attempts to obtain information were made, but only partial information was provided. D10 concomitant medical device. Attempt # 1 03/31/2025 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt # 2 04/02/2025 emailed customer via microsoft outlook for all items under the no information section. The customer responded back with complaint details, but they did not provide all the additional device information as requested. Additional device information: the following device(s) were used in conjunction with the cns. Bedside monitor(s) model: bsm-6501a sn: ni device manufacturer date: ni unique identifier (UDI) #: (B)(4). Returned to nihon kohden: not returned.

Event description:
The biomedical engineer (bme) reported that they received a call around 2:30-3:00 pm on 03/27 that there is something wrong with the central nurse's station (cns) grid. They stated that it looks like the 5 beds were missing. They stated that they do not know how these beds disappear. No patient harm was reported.. List of missing beds: pahedn05 pahedn06 pahedn08 pahedn09. Pahedn10.

Event description:
The biomedical engineer (bme) reported that 5 beds were missing from the central nurse's station (cns), and they did not know how they disappeared. No patient harm was reported.

Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that 5 beds were missing from the central nurse's station (cns), and they did not know how they disappeared. No patient harm was reported. Investigation summary: the device was not sent in for evaluation. The customer later reported the issue was resolved but did not provide any other information regarding how it was resolved. As such, a root cause could not be determined. Nk will continue to monitor and trend. The following field contains limited information (ni), as attempts to obtain information were made, but only partial information was provided. D10 concomitant medical device attempt #1 03/31/2025 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #2 04/02/2025 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt # 3: 06/20/2025 emailed the customer via microsoft outlook for all information in the ni list above: the customer replied, stating that someone had locked the cns and that information could not be obtained. Additional device information: the following device was used in conjunction with the cns. Bedside monitor(s): model: bsm-6501a. Sn: ni. Device manufacturer date: ni. Unique identifier (UDI) #: (B)(4). Returned to nihon kohden: not returned. Additional information: b4 date of this report. G3 date received by manufacturer. G6 type of report. H2 if follow-up, what type? H6 event problem and evaluation codes. H11 additional manufacturer narrative.